Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the tps cord caused a handpiece to run without the trigger being pulled. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the tps cord caused a handpiece to run without the trigger being pulled. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event of a run on was not duplicated. During the device inspection, the diagnostic engineer determined the cable¿s internal wiring was damaged. The device was scrapped by the manufacturer.